Manufacturer narrative:
Complaint conclusion: the sealant of a 5f mynxgrip vascular closure device (vcd) got jammed and was unable to deploy until it was outside the body. There was no reported patient injury. The physician was mynx certified. Other additional procedural details were requested but were unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock open and the procedural sheath was on the catheter fully retracted. The advancer tube was on the catheter shaft covering the balloon¿s proximal tip. The sealant was observed to have been separated from the device as received. The returned device was inspected for damages and anomalies that may have contributed to the reported incident. No damages or anomalies were observed. Per functional analysis, the advancer tube was proximally pulled back and found properly engaged to the distal tamp lock as received. A product history record (phr) review of lot f1910801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant device deployment jam¿ was not confirmed during analysis of the returned device. The returned device performed as intended per the mynxgrip instructions for use (IFU). The exact cause of the reported event could not be conclusively determined. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced. According to the instructions for use, which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
It is unknown if the device will be returned for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx grip vascular closure device (vcd) got jammed and was unable to deploy until outside the body. There was no reported patient injury. The physician is mynx certified. The device is expected to be returned for evaluation. Other additional procedural details were requested but were unknown.